Event description:
It was reported that the external pulse generator failed its calibration verification. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that the device failed its calibration verification. Analysis did find that the upper case and side bail covers were broken, the battery release, battery drawer and ring covers were contaminated, the lead flex cover was corroded, the lead flex o-ring was damaged and the battery contacts were compressed. It was also noted that the output connectors and the heart lead flex were replaced as a preventive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).